Event description:
Information received by medtronic indicated that customer had to change battery a lot. Insulin pump did not receive replace battery and power error alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the batteries don't last long inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Unable to confirm short battery life since unable to perform the current measurement tests. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--heavy corrosion underneath j7. The original pcba2 was plugged into a known good pcba1, and then both boards were inserted into the original case. In this configuration the unit was able to boot up normally. The software version was able to obtained. A known good pcba2 was then plugged into the test pcba1, and then both boards were inserted into the original case. In this configuration a blank display was noted after battery installation. The blank display is isolated to pcba1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.